Manufacturer narrative:
Concomitant medical products: product ID: 3889001101, serial#: (B)(4), implanted: (B)(6) 2004, product type: lead. Product ID: 3 889001001, serial#: (B)(4), implanted: (B)(6) 2002, product type: lead. Other relevant device(s) are: product ID: 3889001101, serial/lot #: (B)(4), ubd: 08-jul-2008; product ID: 3889001001, serial/lot #: (B)(4), ubd: 09-may-2006. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the lead that was implanted on the left side was fractured. The issue was not resolved at the time to report. Additional information received from the manufacturing representative reported that the cause of the fractured lead was unknown. The patient was advised to contact the clinic to discuss possible treatments.